Manufacturer narrative:
Product ID 3889-28, lot# va1lfuw, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who added that the tip of the lead against the spine was left implanted. The patient also had a cat scan done on the date of the report, but they don't know how much was left in them. Patient said their device was removed a few months after implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 3889-28, lot# va1lfuw, implanted: (B)(6) 2017 product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had it placed in 2017 and then the following summer they started having severe pain in the hip and down their leg. The patient went into and complained that it was a very bad pain. They had the doctor remove it but was still having pain. Finally, someone ran an MRI and could see a "wave" so something was under there but no one knows what it was. An x-ray found a 3/4 inch double wire that was still implanted, the tip was present as well as another wire that they could not find. The patient stated that they tried for months to remove it and they think it is falling apart inside of them. Finally, after going to 9 appointments, the original doctor that put it in removed it in october and said everything was removed but they were still having really bad pain in their leg and in the middle of their buttocks. The doctor had documented that he had taken everything out, but the "wire thing" is still implanted and they were still having pain. The tiny wire was still there was, the patient still had pain and they can find the last wire. However, everyoneis afraid of removing the device. The patient called the following day to inform when she bends over and comes back up, she cannot take the pain. The patient said there is like a little wire or something left behind causing the pain. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# va1lfuw, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Patient again reported that they had a lead wire and "tip in there". They mentioned they were in a lot of pain in back described as "shooting pain". They reported they could "feel the wire sticking out" and healthcare professional (hcp) did an x-ray. Patient mentioned having had an MRI of t spine and c spine. Patient suspected "it stopped working, or that it came undone when it was implanted" stating that "when the little piece didn't come out, maybe it came apart inside". No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their trial worked great, but when they received the implant it never really worked that well and only worked for a while. The patient reported they adjusted the settings and tried all the possibilities, however their control didn't improve. The patient did have the device removed as they said they started feeling pain on the side of the ins. The patient reported the pain continued after device removal and it was difficult to even sit down. The patient reported that the complete system was not removed. The patient was having pain in their right buttock and had 2 mris and an x-ray that showed something was in there. The patient reported they showed the image to their device managing physician who said it looked like they left something in there and redirected them to a neurosurgeon. The patient mentioned they would be having back surgery in the future due to back issues and was going to talk to the neurosurgeon about removing the part of the system that was still left in their body. No further complications were re ported or anticipated.